Event description:
It was reported that, "the surgeon felt that the external rotation on the femur was inaccurate although he felt the block was seated properly. He re-adjusted the external rotation and was satisfied with the completion of the surgery. No adverse consequence to the patient reported."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.